Event description:
It was reported that a patient enrolled in a clinical study underwent bilateral total hip arthroplasty on (B)(6) 2002. Subsequently, the patient was revised on (B)(6) 2013. Information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2013 was due to pain and an adverse reaction to metal debris caused by corrosion of the taper adapter. The operative notes also indicate elevated metal ion levels. Operative reports as well as the revision invoice indicate the modular head, acetabular component and taper adapter were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown, manufacture date ¿ unknown. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-05910/05911).